Event description:
A report was received that the patients cervical lead was coming out of the skin. No infection was present. It was noted that the patients body was rejecting the lead. An allergy test was done, however, the result was unknown.